Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling on acoustic lens, detached acoustic lens and chip in the adhesive between acoustic lens and ultrasound probe. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited peeling on acoustic lens, detached acoustic lens and chip in the adhesive between acoustic lens and ultrasound probe. There was no patient involvement.